Event description:
It was reported by a distributor that one set of an a1040 budde halo retractor had a problem during the first use for an aneurysm clipping. Another retractor system had to be used to complete the surgery. Surgery was delayed for 10-20 minutes. There was no pt injury reported. The distributor's repair department received the product in question and checked the condition of the part. One of the two support bracket assembly of the a1040 locking knob moves but sometimes got stuck. The cause was due to metal fragments in the threads. The product was not repaired by the distributor.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.